Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a dropped ventricular pace was observed on the electrograms (egm) every 1 hour and 30 seconds . The implantable pulse generator (ipg) was planned to be reprogrammed by increasing the right ventricular (rv) lead sensitivity. This ipg remains in use. No patient complications have been reported as a result of this event.